Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that during testing conducted by a field service technician, the trigger of the system 7 reciprocating saw stuck and the blade continued to move after trigger release. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted by a field service technician, the trigger of the system 7 reciprocating saw stuck and the blade continued to move after trigger release. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The reported events, trigger sticks and run-on, were not confirmed in this case. During the inspection the service tech, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications. There was no failure found with the handpiece. The device was not repaired but returned to the customer.